Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an infection was observed at the implant site. The implant site was treated with a compression bandage. The patient was stable and will continue to be monitored; there were no adverse consequences.